Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored an episode that contained atrial undersensing due to crosschamber blanking. This pacemaker remains in service. No adverse patient effects were reported, and the patient will continue to be monitored.